Event description:
It was reported to medtronic neurosurgery that a valve revision occurred. According to the report the valve became stuck at 0.5 and would not budge from that pressure.

Manufacturer narrative:
The returned valve was fully adjustable and all performance levels could be set on the first attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve was patent and passed siphon testing. The device did not meet the requirements for reflux and leak testing due to a tear in the side of the delta chamber. The device met all specifications for pressure-flow and preimplantation testing. Proteinaceous debris was found on the interior of the valve, particularly in the delta chamber. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.